Manufacturer narrative:
(B)(4). The user ignored pads impedence warnings for five months, draining the battery. Replacement pads and batteries resolved the issue.

Event description:
During a patient use event, the user is reporting the device was not able to power on. The user states the device's battery was too low. The patient arrived at the hospital and survived.